Event description:
On (B)(6) 2019, 3 zilver ptx were used for evt. The target site was the occluded lesion at the whole area of the right sfa. Access were gained from both the right inguinal region and the right knee back. The 3 zilver ptx (rpn#:/lot#: zisv6-35-125-6.0-120-ptx/c1477633, zisv6-35-125-6.0-140-ptx/c1510657, zisv6-35-125-6.0-140-ptx/c1531138) were placed at the area from the entrance of sfa to p1 area. The stents were overlapped each other. The lengths of overlapping parts were more than 2cm. On (B)(6) 2019, bleeding was confirmed at the puncture site of the right knee back, and it became the false aneurysm. Another manufacturer's stent (viabahn produced by gore medical) was placed at the right popliteal artery as an emergency treatment. The stent graft was not overlapped with zilver ptx. 70 minutes after the stent graft placement, occlusion was observed at the vessel including the stent graft placement site. (Zilver ptx were not included) as a treatment, emergency surgical thrombectomy was conducted. Additional information on jan 9th by (B)(6). All of 3 zilver ptx were placed with the approach from the right inguinal region. Their delivery system did not pass through the back of the right knee where pseudoaneurysm occurred. A 0.014-inch wire guide /command produced by abbott and a short sheath probably produced by terumo were used for the approach from the back of the right knee. Additional information on jan 24th by(B)(6). "Access were gained from both the right inguinal region and the right knee back." The physician used the bi-directional approach from the access of the right inguinal region and the back of the right knee for the placement of ptx. Update on march 19th by (B)(6). Regarding the bi-directional approach. Approach from the inguinal region, used for 3 zilver ptx. Approach from the back of the right knee, used for 0.014¿ wire guide (command produced by abbot) and a short sheath (terumo). As indicated below, they were used just for obtaining the access to the target site. This is because the physician might have thought only the access from the inguinal region was not enough to accessing the target site. Only 0.014¿ wire guide (command produced by abbot) and a short sheath (terumo) were used for approach from the back of the right knee. Zilver ptx never went through approach from the back of the right knee.

Manufacturer narrative:
Additional information received 19-mar-2020. This event no longer meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the pseudoaneurysm occurred at the back of the knee and was not associated with the three zilver ptx stents. This report is being submitted as a cancellation report.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019, 3 zilver ptx were used for evt. The target site was the occluded lesion at the whole area of the right sfa. Access were gained from both the right inguinal region and the right knee back. The 3 zilver ptx (rpn#/lot#: zisv6-35-125-6.0-120-ptx/c1477633, zisv6-35-125-6.0-140-ptx/c1510657, zisv6-35-125-6.0-140-ptx/c1531138) were placed at the area from the entrance of sfa to p1 area. The stents were overlapped each other. The lengths of overlapping parts were more than 2cm. On (B)(6) 2019, bleeding was confirmed at the puncture site of the right knee back, and it became the false aneurysm. Another manufacturer's stent (viabahn produced by gore medical) was placed at the right popliteal artery as an emergency treatment. The stent graft was not overlapped with zilver ptx. 70 minutes after the stent graft placement, occlusion was observed at the vessel including the stent graft placement site. (Zilver ptx were not included) as a treatment, emergency surgical thrombectomy was conducted. Additional information on jan 9th by (B)(6): all of 3 zilver ptx were placed with the approach from the right inguinal region. Their delivery system did not pass through the back of the right knee where pseudoaneurysm occurred. A 0.014-inch wire guide /command produced by abbott and a short sheath probably produced by terumo were used for the approach from the back of the right knee. Additional information on jan 24th by (B)(6): "access were gained from both the right inguinal region and the right knee back." The physician used the bi-directional approach from the access of the right inguinal region and the back of the right knee for the placement of ptx.